Manufacturer narrative:
The unit was investigated by a service engineer. The problems could not be reproduced and no parts were replaced. The unit was cleared for clinical use. The investigation is based on evaluation of the device logs. The logs show that the vti (inspiratory tidal volume) is stable around 5 ml whilst vte (expiratory tidal volume) drops down to almost zero at one point during ventilation. This indicates that there is a leakage somewhere in the patient breathing circuit. Alarms for leakage too high are generated at the same time. The cause of the leakage has not been further determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator was not registering tidal volume on the user interface. The patient involvement is unknown. (B)(4).